Manufacturer narrative:
The pump was returned to animas for evaluation. During evaluation the force sensor was found to be out of calibration.

Event description:
The pt reported that the pump dispensed insulin during the load cartridge phase.